Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the in-box pulse generator was found in backup operation. The device was not used.

Manufacturer narrative:
Analysis was normal. No anomalies were found. The reported event of backup was caused by telemetry interruption.